Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a tibial articular surface provisional broke. It is unknown when or how the device broke.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the tasp top confirmed that the device fractured into two parts along the central locking rail. There were some type of cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The product search history found two other complaints for the product lot combination and found forty eight complaints for the part search for the same issue. Device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all persona users on file at the time of the field notice. Tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. However, it was reported that the device broke after being hit with a mallet, which is clearly advised against in the revised surgical procedure as part of the field action. Per the persona surgical technique, gentle manual pressure should be applied without impacting the tasp construct (including the tasp top, bottom, shim, and tibial sizing plate handle) with either a mallet or hand. Therefore, misuse is considered as the root cause.